Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a sensing anomaly and lead fracture that required snaring of the distal end and removal through the femoral vein.